Event description:
It was reported that the device closed on the tissue, but it would not open. There were no patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.